Event description:
The facility reported an infusion pump with failure code 810.11 occurring twice. The event was reported to have occurred during patient use. Specifically, "just started...then they replaced with another pump." Additional information was obtained by baxter determining that the reported event occurred during set up (set priming). According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available. The uim master software is colleague 2006 version 6.13.90.

Manufacturer narrative:
Evaluation summary: the customer reported condition of failure code 810:11 which occurred twice during pump priming prior to patient use was confirmed during product evaluation. The reported problem was attributed to an out of calibration air-in-line printed circuit board (ail pcb). The ail pcb was recalibrated to fix the customer reported problem. The pump was returned to the customer fully operational. This issue is being investigated.